Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm emerge balloon catheter was selected for use. However, the shaft broke when it was loaded over the wire. The broken shaft was outside the body. The device was removed since it was not fully inserted and the procedure was completed with another 3.0 x 20 emerge balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was a separation of the hypotube 71.3cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with blood and contrast present in the balloon folds. E1- initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm emerge balloon catheter was selected for use. However, the shaft broke when it was loaded over the wire. The broken shaft was outside the body. The device was removed since it was not fully inserted and the procedure was completed with another 3.0 x 20 emerge balloon catheter. There were no patient complications reported.